Event description:
On (B)(6) 2012, the patient contacted animas stating a month ago, the pump rebooted for no reason. The patient reportedly did not report the issue until now. The patient stated that she was able to perform the rewind, prime and load steps on the pump and the pump was able to save the time and date. The patient denied damage to the pump. The battery cap reportedly was able to secure tightly to the pump with no visible yellow o-ring. It was noted that the patient has not changed the battery cap and that she wore the pump loose in her pocket. The patient reportedly is a new pumper and started on the pump 4 months ago. There was no adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the information from the reported event date is unavailable for review as it has been overwritten due to continued pump use. A review of the available black box data shows no power issues. Visual inspection revealed the battery cap is intact and no damage was observed to the battery compartment. The battery cap contacts were found to be within specification and the battery cap fits securely to the pump and maintains an electrical connection. The pump powered on normally and ezprime steps were successfully performed. The pump was exercised for 24 hours with no power issues occurred. The pump cover was removed and there was no damage found to the power circuit. There was no defect found on investigation. The complaint could not be confirmed or duplicated.